Event description:
Patient had an infection, one of the lead removed was boston scientific lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).